Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A report was received via a literature article entitled "less invasive implantation of heartware left ventricular assist device". The article included a case study describing the procedure involving a patient in cardiogenic shock who was successfully implanted with a ventricular assist device (vad) via a left anterior small thoracotomy with mini-upper sternotomy, ECMO support and lower heparin dose administration. This patient was discharged from hospital after almost a month and is now eligible for cardiac transplantation. The article also discusses the complications of twenty-one (21) patients implanted with the same surgical approach between january 2012 and december 2013. One (1) of these 21 patients was reported to have expired. The authors concluded that mini-invasive cardiac surgery, compared with conventional full sternotomy cardiac surgery, is associated with decreased bleeding, blood product transfusion, sternal wound infection, scar dissatisfaction, ventilation time, intensive care unit stay, hospital length of stay and reduced time to return to normal activity, thereby resulting in better outcomes. No further information has been provided.